Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, and since olympus confirmed scratches on the entire insertion section from the attached photo, it is likely the event may have occurred for the section was rubbed with some hard objects. Otherwise, chemical damage of the insertion section may have been accelerated by chemical solutions etc. Used at reprocessing and procedure. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.2 ¿inspection of the endoscope¿ 5. ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 address - line 1: (B)(6). The device was returned to olympus for evaluation. The device evaluation found that due to a crack on distal end, insulation resistance value at distal end did not meet the standard value. Due to corrosion on plug unit, the suction connector could not be connected securely. The distal end had a dent and was deformed. The adhesive on bending section cover was detached. Due to wear of angle wire, bending angle in up/down direction did not meet the standard value. The suction connector had corrosion due to water leakage. The electrical connector had corrosion due to water leakage. The control unit had a scratch. Scope cover had a scratch. The grip had a scratch. The up/down angulation lever plate had a scratch. The angulation lever had a scratch. The forceps channel port had a dent. The protector of universal cord on control section side had a scratch. The universal cord had a dent. The universal cord had a scratch. The suction connector had a scratch. The light guide cover glass had corrosion. The connecting tube had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
A user facility returned the olympus asset, bronchovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the connecting tube had coating peeled of 1mm2 or more. This report is being submitted for the event found during evaluation. There was no patient involvement.